Manufacturer narrative:
Product event summary: analysis of the returned device was not performed but the device met the expected longevity. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an infection and erosion occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.